Event description:
One touch basic original meter was reported to have a power issue. The meter would not turn on. The pt had replaced the battery just one month ago. The power issue was not resolved with troubleshooting. Two hours after attempting to test on their meter, the pt went to the doctor's office where their blood glucose level was in the 300s. Pt was feeling "a little tired". Pt did not receive any treatment.